Manufacturer narrative:
Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator is unable to boot up. There was reportedly no patient involvement.